Manufacturer narrative:
The complaint that the needle would not retract could not be confirmed from the insyte autoguard needle that was provided for investigation. The needle was received fully retracted within the safety shield. The needle and safety mechanism were reset and a functional test showed that the needle fully retracted and the retraction time was within specification. Since the IV catheter was not returned, it could not be confirmed that the catheter was bonded to the needle. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
It was reported that bd insyte-n autoguard needle did not retract. The following information was provided by the initial reporter: attempting to place IV and when pressing white needle retraction button on the catheter it would not retract. I attempted with another, and same thing occurred. I was able to use other catheter from same lot that worked properly.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.